Event description:
A manufacturer representative reported that patient was defibrillated on (B)(6) 2016 for cardiac arrest. On (B)(6) 2016, the patient tried to turn their spinal cord stimulator (scs) on but was unable to because she got the call doctor icon. The patient did not charge and is now in suspected overdischarge, so the representative was doing a physician mode recharge. No patient symptoms were reported. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.